Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator it stopped ventilating and the screen flat lined while on a patient. The customer later reported that the unit alarmed circuit occlusion. The customer stated the ventilator was taken off the patient and was manually ventilated and a replacement ventilator was connected. There was no harm or injury to patient.